Event description:
It was reported that a care alert had triggered for high superior vena cava (svc) coil impedance. There was a question regarding the potential of a lead fracture. Because of the patient's age, the physician has opted for conservative management for now. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The lead was not returned, but performance data from the device was analyzed and revealed that the de fib svc impedance was out-of-range high. (B)(4).